Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg was flipping in pocket making it difficult to charge and causing discomfort. In tun, surgical intervention took place on (B)(6) 2026 wherein the ipg was placed flatter in the pocket to address the issue.